Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced an event of insulin flow blocked on (B)(6) 2025. Blockage was located in the tubing. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001151, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001151 was manufactured according to the work instruction (wi) version 75 and manufactured in the machine multivac 12 on 26/apr/2023, with a total of (B)(4) units. Assembly lot: the lot 3d01884 was assembled according to wi version 26 on-line inspection for assembly of quick set on 24/apr/2023, with a total of (B)(4) units. The lot 3d01885 was assembled according to wi version 26 on-line inspection for assembly of quick set on 24/apr/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3d01868 was manufactured according to the wi version 38 and manufactured in the machine mp08 on 21/apr/2023, with a total of (B)(4) units. The lot 3d01869 was manufactured according to the wi version 38 and manufactured in the machine mp04 on 24/apr/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.